Manufacturer narrative:
H3 device evaluated by mfg ¿updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent delivery wire (sdw) only was returned inserted in the dispenser hoop. The sdw was noted to be kinked at the mid and distal sections. Functional inspection was not conducted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events ¿stent failed/unable to open (when not implanted)¿ and ¿stent deployed prematurely during use¿ could not be confirmed as only the sdw was returned. The product was returned, the device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information states that due to the technical complications, it was necessary to completely remove the microcatheter system and trapped stent and exchange it for a new microcatheter. Then carry out a complete restart of the selective catheterization procedure. The procedure was restarted with a new technical strategy, maintaining patient safety as an absolute priority. An assignable cause of procedural factors will be assigned to the reported events: ¿stent failed/unable to open (when not implanted)¿ and ¿stent deployed prematurely during use¿ and the analyzed event ¿sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the wide-necked cerebral aneurysm procedure with indication for endovascular treatment using stent-assisted embolization technique, the operator prepared to deploy the subject flow diverter stent, through the femoral artery through an introducer and triaxial system. Selective catheterization of the target vessel was performed with a guide catheter and a microcatheter. During the procedure, an attempt was made to implant the subject stent to assist in embolization of the wide-necked aneurysm. The device failed to open properly, even after three consecutive attempts at recapture and release the stent. During removal of the subject stent, it prematurely detached inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the wide-necked cerebral aneurysm procedure with indication for endovascular treatment using stent-assisted embolization technique, the operator prepared to deploy the subject flow diverter stent, through the femoral artery through an introducer and triaxial system. Selective catheterization of the target vessel was performed with a guide catheter and a microcatheter. During the procedure, an attempt was made to implant the subject stent to assist in embolization of the wide-necked aneurysm. The device failed to open properly, even after three consecutive attempts at recapture and release the stent. During removal of the subject stent, it prematurely detached inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported event, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported events: ¿stent deployed prematurely during use¿ and ¿stent failed/unable to open (when not implanted).

Event description:
It was reported that during the wide-necked cerebral aneurysm procedure with indication for endovascular treatment using stent-assisted embolization technique, the operator prepared to deploy the subject flow diverter stent, through the femoral artery through an introducer and triaxial system. Selective catheterization of the target vessel was performed with a guide catheter and a microcatheter. During the procedure, an attempt was made to implant the subject stent to assist in embolization of the wide-necked aneurysm. The device failed to open properly, even after three consecutive attempts at recapture and release the stent. During removal of the subject stent, it prematurely detached inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.